Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator door did not lock. The field service engineer (fse) checked the lock key switch and ran diagnostics with the customer at the station. The door had shown as closed and locked, but there had been no sound when locking, only when unlocking. The firmware had been updated to .16 version, but the issue still failed. The fse had removed the door switch and tested it with a meter (tested good), removed the handle, checked the cabling, and reseated the connections in the cable harness. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator bins locked fine, but main door would not lock. The user tried powering down completely and rebooting but no successful recovery. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.